Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 38:309 was confirmed during product evaluation as failure code 38:309:975:0002. This condition is a software failure and could not be reproduced. Therefore, no repair was necessary. Should any additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 38:309. According to the facility it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention, or adverse reaction in association with this event. During review of the pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.